Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to eccentric wear of the liner. A series ii liner was revised to a new stryker liner. Rep reported that no further information is available.